Event description:
On (B)(6) 2008, a sparc sling system was implanted to treat "symptomatic urinary incontinence." Plaintiff's attorney has alleged that "plaintiff now suffers discomfort, extreme incontinence, blood in her urine, prolapse, and is in need of further treatment." It was also alleged that, "as a result," plaintiff has suffered past and future physical pain and suffering, emotional distress; loss of enjoyment of life; and partial disability.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated anda f/u report will be sent.